Event description:
The customer initially reports they just bought 2 jarit 600-317 spatula electrodes. According to the surgeon both blew out the insulation within seconds of their fist time use. On (B)(6) 2015 customer reported procedure was laparoscopy assisted vaginal hysterectomy. On (B)(6) 2015 customer reports that each spatula arched with spark. There was melting on the end of the spatulas. No harm done to patient.

Manufacturer narrative:
On 06/25/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - returned instrument/product condition. There were two spatula electrodes returned in used condition, not showing any unusual markings. The two returned spatula electrodes showing wear. Evaluation of the instruments shows excessive damage to both tips. This type of damage is indicative of to high of voltage used. Device history evaluation: nonconforming product report/nonconforming material report history. There is no applicable nonconforming product report/nonconforming material report history. Variance authorization/deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed, the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.